Event description:
On november 4, 2009 the facility's biomedical engineer reported to baxter global technical services that on (B) (6) 2009 one colleague triple channel volumetric infusion pump in which it turns itself on and off. The reported condition was identified during programming/set up on the main floor a 300. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. This device utilizes user interface module master software (B) (4) categorized as unremediated.

Manufacturer narrative:
There is an ongoing CAPA investigation, CAPA-(B) (4) associated with this report.(B) (4)

Manufacturer narrative:
Evaluation summary: the reported condition of turns itself on and off was confirmed. The reported condition is related to the issue of the keypad flex cable degrading which causes an intermittent short circuit; as a result this can cause an unexpected power on/off cycling of the pump without a key press. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. (B) (4)

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 400 mg/dl and 100 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.